Event description:
In this event, the patient had experienced multiple infections. He was originally fitted for hearing aids on (B)(6) 2023. Patient was seen twice by ent in (B)(6) for otagilia and otidus externa. Patient was prescribed ear drops, antibiotics and prednisone for treatment. Per the healthcare provider, patient has not been seen since the occurence and will no longer be wearing hearing aids. Results of technical investigation found the returned devices have been investigated without any objections.it is unlikely that new hearing aid products can contaminate the patients skin with bacterium or virus which can cause an otits. Closing the ear canal with ear molds or domes, might support an existing otitis infection. Used domes or sleeves may close the ear canal and support a humid climate which may promote an otitis. All materials which are in contact with customers skin were tested for their biocompatibility based on iso-10993-1. No further investigation can be done.

Manufacturer narrative:
We were made aware that our electronic submissions failed and were not received by FDA. A CAPA was opened to address this issue and this report is being electronically resubmitted to correct the error of the first failed submissions (submitted on 11/17/2023). Distributor, importer and manufacturer are under the ws audiology compliance system.